Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the intraocular lens (model zcb00 +22.5 diopter) was opened but not used as it was defective. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: an email was known; however, inadvertently not captured within the initial MDR. (B)(6). Additional info: the haptic was broken when the tech went to load the lens. The lens never came in contact with the patient, they opened a new lens same model and diopter. The product is not available for investigation. No further information was provided. The following has been updated accordingly: (B)(6). Health professional: yes. Occupation: physician. 81- other: the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device code: 1069. Method: 4114. Results: 3221. Conclusion: 67. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.